Event description:
The alleged event has been reported by (B)(6), distributor from (B)(4) company: the devices were jammed into the guides during a total knee prosthesis surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If device or additional information becomes available it will be submitted in a supplemental report. This is the same pt/event as MFR# 2249697-2010-01730.